Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient underwent a wound washout procedure. The patient presented with oozing discharge from the incision site. The physician diagnosed a superficial incisional infection with wound dehiscence, which developed following a seizure episode and subsequent fall.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
New information was provided: on (B)(6) 2025 the patient had the neurostimulator and hardware explanted. No details were provided regarding antibiotic treatment. Cultures are pending. On (B)(6) 2025, the patient underwent a wound washout procedure. The patient presented with oozing discharge from the incision site. The physician diagnosed a superficial incisional infection with wound dehiscence, which developed following a seizure episode and subsequent fall.